Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and topical skin adhesive was used. After eight hours of the topical skin adhesive application, the patient developed an allergic reaction. Ultrasound exam was performed and nothing was found beneath the skin. It seemed to be a hematoma, however, it was not. The doctor performed other investigations to verify if it is infection, but results were negative. The patient was treated with corticosteroid/ decadron and reaction disappeared completely. Additional information has been requested.